Event description:
It was reported that the patient had a loss of therapeutic effect as they had an accident today. There was no known accident or incident related to the event. It was noted that the patient had their system reprogrammed 1 to 2 weeks before memorial day so they would contact their manufacturer representative directly. The patient was not able to adjust stimulation and had a ¿call you doctor¿ icon on their patient programmer with a power on reset (por) condition. It was reported that the patient checked their device today and that was the screen that came up.

Event description:
It was later noted that patient received assistance from their manufacturer representative and healthcare provider and his concerns were resolved. It was noted that the device will be replaced on (B)(6)-2014.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# v772514, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).